Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n513809, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider reported that a consumer was going to have an MRI for neck pain and lumbar pain. This pain had been present prior to implant. The implant was to address this pain but the therapy was not working and had not since implant. Follow up with the health care provider found that the consumer experienced a lack of coverage due to a lead migration. A lead revision was performed to resolve the lack of therapeutic effect the consumer was experiencing. The consumer later reported that the device was not helping with her back and neck pain, which she has had for years. It was noted that the implant surgery was to address this, but now they are looking at it again. The consumer had an MRI performed and was going to have an x-ray and CT scan. It was taking away a little but not doing what she thought it would do. The indication for use was post lumbar laminectomy syndrome and spinal pain. Should additional information be received, a follow up report will be sent out.